Event description:
The procedure being performed was a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) for a left hilar mass and the device malfunction occurred at the beginning of the procedure. It was reported that the piece that fell into the airway was retrieved. Because of the difficulty passing the needle (vizishot 2) and removing the frayed piece of sheath, the procedure and anesthesia was prolonged by 20 minutes. The procedure was completed with use of a minicrprobe and the same scope. The condition of the patient was not impacted by the failure. Furthermore, the customer reported that this issue primarily occurs with vizishot 2 needles. However, it can occur with vizishot 1 but not as frequent.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the actual product has not been returned and the detailed condition of the product could not be verified. The root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the customer felt the scope did not allow safe and effective passage of biopsy needle tools through the working channel of the bronchoscope. Additionally, the angle in which the working channel and the ultrasound transducer is positioned prevented a needle from passing easily through the scope. The customer reported this had occurred and resulted in fragments of the needle sheath being sheared off and falling into the patient's airway. It also damaged needles and bronchoscopes. Despite multiple attempts for additional information on the patient and devices, no information was obtained.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report: 2429304-2024-0000455. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(6).